Manufacturer narrative:
Follow-up #3 date of submission 05/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2016 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A battery compartment crack was found below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the following information was inadvertently omitted from the previous report: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release (B)(4). The following information was incorrect: the conclusion code should be changed, not as previously reported.

Manufacturer narrative:
Follow-up #2: additional information:on 03/27/2016, the reporter contacted animas with additional information related to this complaint. The reporter indicated that the time and date was resetting to factory default with battery removal of less than 24 hours. When the pump is rebooted, the verify screen is displayed and the time and date must be confirmed prior to continuing use of the pump.